Event description:
It was reported that during prep for an interventional procedure, the physician was unable to introduce the ultrathin angioplasty balloon into the 5f cordis britetip. The proximal balloon material seemed to be too thick. The ultrathin angioplasty balloon and sheath were removed and replaced with another ultrathin angioplasty balloon and sheath with the same results. The ultrathin angioplasty balloon was removed and replaced with a competitor's balloon and the procedure was successfully completed. The patient is reported as "okay" following the procedure; no injuries or complications were reported.